Event description:
A transesophageal echocardiography was performed. The atrialcommunication was visualized. It appeared to have a thin inferior septum with possible fenestrations. The atrialseptal defect (asd) itself measured approximately 12 mm in diameter. The atrial septum was approximately 32 mm in diameter. Thereafter, right and left heart catheterization through an existing atrial communication was performed. Balloon sizing of the atrial communication was performed. The device was then carefully positioned within the atrial septum using transesophageal echocardiographic guidance. Push and pull maneuvers were performed. The device appeared to be stable. The device was then released and within seconds, it fell into the left atrial chamber. The surgical team was contacted. It was recommended that the patient go to the operating room for surgical removal of the amplatzer device and simultaneous closure of the atrial communication. The surgery was completed without complication.======================health professional's impression======================unknown